Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported by the customer that during pre use check, the cardiosave intra aortic balloon pump (iabp) had power up test fails # 6. There was no patient involvement reported.